Event description:
The account alleges that the CPR feature will not function.

Manufacturer narrative:
The tech stated that the CPR function was repaired, which resolved the issue. The device functions as designed. No other details were provided. No components were replaced. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.